Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate auto mode switching episodes due to far field r wave oversensing on the atrial channel was observed through merlin.net transmission. Programming changes were recommended. Patient was asymptomatic to the episodes.